Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired the cause of death was unknown. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
A partial lead measuring 25.7 cm from the connector pin was returned for analysis. The portion of the lead that was returned was normal.